Event description:
The distributor reported that during a laproscopic gastric bypass, the needle holder broke at the lock box. The surgeon was able to retrieve the loose piece in the pt's abdominal cavity through the scope, and no additional surgical procedure was required. No additional x-rays were done, no additional medications were given, and there was no injury to the pt.